Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (connector will not securely latch) was confirmed. As received, the belt failed incoming functionality testing. Upon evaluation, the belt's trunk cable connector latch was cracked and there were bent pins in the connector. The cause of the test failure is the cracked connector latch and bent connector pins. The root cause of the cracked connector latch and bent connector pins was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to securely latch to a monitor.